Event description:
An (B)(6) female pt underwent aaa repair under general anesthesia on (B)(6) 2011. The pt's anatomical form was suitable for endovascular repair and the procedure was performed as prescribed. Final angiography revealed a distal type I endoleak from the left iliac leg. Ballooning with another manufacturer's balloon was additionally performed to secure the iliac leg but the endoleak was slightly remained. The physician decided to take follow-up observation since it was thought to be resolved after heparin neutralization. An iliac leg graft was additionally placed on the ipsilateral side to prevent bowing since there was only a 2.5 stent overlap. No adverse effect to the pt was observed.

Manufacturer narrative:
Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria. Anatomical conditions. Proper ballooning sites. Follow-up guidelines. At this time, there is no indication that a design or process induced failure of the device resulted in the reported endoleak. Pt anatomy likely contributed to the leak (angulation). As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.